Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert for episodes of nsrvo due to noise was noted. Possible myopotential oversensing was suspected. Ams due to far field r-waves was also observed. Programming changes were made. The patient is stable.